Event description:
When placing the abbott libre cgm(continuous glucose monitor) sensor according to the instructions a sharp needle like object remained in my arm after application of the device. It let to profuse bleeding and the product stopped working after 30 minutes.